Manufacturer narrative:
The investigation stated that the customer used improper handling and maintenance since the customer used an e601 tube as a pinch tube instead of the correct ise sipper tubing and the fact that the rubber seal was missing from the acrylic block. These issues most likely caused the discrepant results.

Manufacturer narrative:
The customer has not had any further occurrences of this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 5 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module occurring between (B)(6) 2016. The customer stated the na results were not reproducing. The customer found that the kcl reagent was low and replaced it. The customer also re-calibrated and ran quality controls. The issue was not resolved. Based on the data provided, na results for 2 patient samples were erroneous. Of those 2 patients, one patient also had erroneous ise indirect cl for gen.2 results. The erroneous results were reported outside of the laboratory. Patient 1 initial na result was 131 mmol/l and the initial cl result was 107 mmol/l. The sample was repeated on the same c501 module with an na result of 125 mmol/l and a cl result of 120 mmol/l. The sample was then repeated on a 2nd c501 module and the na result was 140 mmol/l and the cl result was 101 mmol/l. On (B)(6) 2016 patient 2 initial na result was 133 mmol/l. The repeat result from the 2nd c501 module was 140 mmol/l. The repeat results from the 2nd c501 module were believed to be correct. No adverse event occurred. The na electrode lot number was u39 with an expiration date of 08/01/2017. The cl electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found that e601 pinch tubing was being used as ise sipper tubing. The acrylic block seal was also missing from the reference cartridge side of the ise block. The e601 pinch tubing was replaced with the correct ise sipper tubing and the rubber seal was replaced that was missing from the acrylic block. The water bath was cleaned. Vacuum pump springs and spring guides were replaced. The fse performed an ise check which was within specification. The instrument passed all applicable calibration and quality control tests.